Manufacturer narrative:
Device evaluation is not necessary as the infection and protrusion are not related to the functionality or delivery of therapy of the device.

Event description:
It was reported that the patient underwent a generator replacement due to infection, and that the device was protruding out of the chest and the surgeon wanted to replace the device and reposition it. Device history records were reviewed for the generator and the device passed all functional specifications and quality tests and were sterilized prior to distribution. No additional relevant information has been received to date.